Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving infumorph (7.5 mg/ml at 2.4968 mg/day) via an implanted pump. The indication for pump use was failed back surgery syndrome and spinal pain. It was reported that the patient had an MRI on (B)(6) 2021 and did not have the pump checked after the MRI. The stall started on (B)(6) 2021 when the patient went into the MRI and then lasted until today when the pump was first read after the MRI. Per the reporter, the patient was currently in the ICU (intensive care unit) unrelated to the patient¿s infusion system or therapy. The patient recently had a spinal fusion and they "discovered she has mrsa, again unrelated to the device or therapy and more so related to the spinal fusion¿. The hcp for the pump was considering explanting the pump because of the mrsa (methicillin resistant staphylococcus aureus) infection and because they were unsure if the neurosurgeon cut the catheter during the spinal fusion. The next steps if they don¿t explant would be to perform a dye study to check catheter patency.